Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation from the complaint information, the cause could not be determined, and the cause of the no image was not identified because the device was not returned. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a no image issue while using the video system center. The procedure was for an unspecified therapeutic procedure and was completed using a similar device. There was no patient harm associated with the event.